Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic assisted trans hiatal esophagectomy procedure, the device suture needle fell into patient's cavity. It was retrieved by the grasper and another device was opened and used. No patient injury has been noted.